Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, a broken sensor wire occurred. The sensor was inserted into the arm. The patient stated they felt that the sensor broke off in his arm and complaining that his arm hurt. It was reported that the patient ended up having surgery. Further event details were not provided. No additional patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).